Manufacturer narrative:
(B)(4). This is a report of a use error further specified as the patient was connected to the setup and initiated therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a use error in the context of peritoneal dialysis therapy. The use error was further specified as the patient line was not checked for proper priming prior to the patient connecting themselves for therapy. As a result of the incomplete prime, it was suspected that air had entered into the patient. Therapy was discontinued following discomfort experienced by the patient. The technical service representative reviewed proper procedures with the caregiver. It was not reported if the patient finished therapy the day of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.